Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the rptr: while using the device, the surgeon articulated the device one time and it split down the middle of the shaft. The surgeon removed the device without incident and used a different instrument to complete the case. Nothing fell into the pt. There was no unanticipated bleeding or tissue loss.